Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.

Event description:
The account alleges that during an atrial fibrillation radio frequency ablation procedure, a pericardial effusion occurred. The patient remained asymptomatic, however, an ice catheter revealed a pericardial effusion. A pericardiocentesis was performed and the pericardium was drained of fluid. Patient remained stable and was monitored overnight. The healthcare specialist believes that the adverse health consequences were unrelated to product performance.